Event description:
Reporter indicated a pt was experiencing sharp pain at the vns generator site, even when the device was programmed off. The pt is a poor historian and may not remember any trauma per the reporter. Trauma is suspected, as well as the generator itself possibly causing the pain. The reporter has decided to proceed with a prophylactic generator replacement to see if the pain will resolve. Surgery is pending.